Event description:
Vn500 showed error message: "pressure measurement inaccurate" on noninvasive spontaneous CPAP mode. Rt (respiratory therapist) has changed exhalation valve multiple times and still gets same error message. There was no patient harm. Comment from respiratory therapy clinical manager: reviewed the event with biomed manager, this particular vent is due for retiring and due to the potential user error it will not be investigated. Comment from biomed: device is being replaced by biomed refresh and has been retired, will not be returned to clinical use.